Manufacturer narrative:
On 11/17/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. There is no indication, or allegation, that the medtronic device malfunctioned. Therefore, no evaluation is required.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged a 2 centimeter inaccuracy. The surgeon deemed the inaccuracy was due to brain shift as this was a deep tumor resection and the surgeon only had an inaccuracy after dissecting down to the tumor. The surgeon opted to proceed, with the knowledge of the inaccuracy, and completed the procedure with the use of the navigation system. There were no further issues. There was no delay of therapy. There was no impact on patient outcome.